Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
Additional information received further reported that in (B)(6) 2019 the patient experienced painful foreign body in the right posterior vaginal wall, leg pain, vaginal vault prolapse after hysterectomy, cystocele, tender right sacrospinous fixation tethering and rectocele. Revision of sacrocolpopexy performed robotically, robot-assisted abdominal graft revision, release of sacrospinous fixation, rigid sigmoidoscopy and cystoscopy under general anesthesia.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast although not verified, the legal representative stated plaintiff has suffered severe pain with daily activities and intercourse. Plaintiff continues to suffer, multiple, severe and painful personal injuries, including, but not limited to, urinary incontinence, physical deformity, and the loss of the ability to perform sexually.